Event description:
It was reported that the user dropped the ilet after a shower, the insulin cartridge fractured inside the pump, and subsequent cartridges could not be inserted normally, requiring the user to unscrew and insert them; the device remained operational, blood glucose was reported at 135 mg/dl, and the affected component was the reservoir. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture affecting the reservoir. No clinical signs, symptoms, or injury during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.